Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a motor error alarm during a basal. Customer's blood glucose was 300 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer also reported receiving a off no power alarm and a battery out limit alarm. Customer stated that this was the second occurrence of the off no power alarm. It was also found the customer had a blank display. Customer was able to retrieve their display at the of troubleshooting. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.